Event description:
Zoll stat quick combo pads applied to patient. An EKG tracing was not seen on the display screen. The zoll connections were checked and in place. Zoll charged to 12 joules and attempt to discharge, but the shock was not delivered. This was attempted twice without success. Paddles were then used to deliver 120 joules, then 200 joules. The patient converted from v-fib to sinus bradycardia (sb) with second shock delivered with paddles. The same quick combo pads then connected to another zoll and EKG tracing obtained with that machine and pads.